Event description:
Per the clinic, the device was explanted due to skin flap problem. The device was explanted on (B)(6), 2011. The patient was implanted in the contralateral ear on (B)(6), 2010.

Manufacturer narrative:
(B)(4).